Event description:
The pt experienced an accumulation of fluid in his pocket site. A dye study appeared normal with no contrast seen. The catheter was found to be patent and intact. The pump was refilled and the pt was instructed to see his health care professional if he experienced fluid accumulation again. About a month later, fluid again accumulated in the patient's pocket. A revision was performed. The hcp repaired a hole in the catheter at the pocket. The hcp also decided to explant and replace the pump. The medications being delivered via the device system were dilaudid 20 mg/ml, bupivicaine 30 mg/dl, and clonidine 200 mcg/ml. A follow-up will be sent if additional info becomes available.

Event description:
Additional information: it was later reported that the patient's abdomen that housed the pump was swollen and 10ml of serous fluid was aspirated. It was added that the catheter connector was revised during the replacement procedure on 2010-(B)(6). Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).